Event description:
The blade broke at the hub during a total joint procedure. The broken piece was removed from the patient. There was no injury. The product was discarded.

Manufacturer narrative:
Brasseler is reporting the alleged malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation on the blade which was not returned by the customer. Review of DHR nz9uc shows product was measured within specification, and both peg material nw9pa, nx8t9 and sheet material 31344, 30752 are the correct specifications, hardness and material type.